Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited far p oversensing. No intervention was reported. The condition of the patient was unknown.